Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin pump went into this loud alarming mode and screen was white. Customer reports display was flashing. Customer states that the display was not blank less than 30 seconds and did not return. Customer also states display was blank currently. Customer states that exposed to moisture because damage was near the hot tub, but, not in it. Customer states her husband saw a white book image and arrow come up. The customer was assisted with troubleshooting and declined for keypad anomaly and white book image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm and unresponsive keypad due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump was also received with the serial number label faded.